Event description:
Incident happened (B) (6) 2008. User was getting out of chair when the weld that connects the handle to the shaft broke, causing the user to fall to the ground. She sustained a couple of bruises to her shoulder and arm according to the dealer. Owner of store confirmed that it was a defective weld. User confirmed that she did not sustain any serious injury and only requested a replacement set of forearm crutches.